Event description:
It was reported that the right ventricular (rv) lead was explanted due high pacing thresholds. The lead was replaced with another bostons scientific lead. No additional adverse patient effects were reported.